Manufacturer narrative:
The complaint of a detached surecuff and heat sleeve is confirmed. Gross and microscopic examinations confirm a complete separation of the surecuff/heat sleeve from the catheter. At this time the mechanism of damage is undetermined. The detached heat sleeve/sure cuff was not returned for evaluation. A lot history review (lhr) review is not possible; the manufacturing lot number that was provided is an incorrect manufacturing lot number.

Event description:
It was reported that on (B)(6) 2013, the patient came to hospital. The nurse found blood beside the catheter. She reported it to the doctor. Then the doctor found the catheter was separated from the cuff. A new device was placed.